Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced inadequate and loss of stimulation. Reprogramming was done with unsuccessful result. X -ray was taken and showed lead migration. The patient underwent a lead repositioning procedure and was doing well postoperatively.